Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he changed the infusion set to his insulin pump at lunch, and afterward his blood glucose was 553 mg/dl. He removed the site and the cannula was not bent. The customer treated with a manual insulin injection. He called to figure out why his blood glucose was so high and why the pump did not alarm. Troubleshooting was initiated to inspect the pump. The customer confirmed that there were recent changes to his pump programming. Upon review of the settings the basal rates were accurate, but the customer was unsure about the bolus settings. The customer was assisted with programming the bolus settings. The bolus history was reviewed and all recollected entries were recorded. A high pressure test was performed and the pump passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and replacement supplies were sent to the customer.